Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and the cause for the difficulty in removing the gripper line could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult gripper line removal. It was reported that this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The first clip was placed without issue. To further reduce mr, a second clip was implanted. However, after removing approximately 12 inches of the gripper line, resistance was felt. The mitraclip delivery system, was removed, while leaving the gripper line in place. The steerable guide catheter was removed over the gripper line, and the gripper line was removed without further issue. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.